Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up, bipolar lead impedance was 270 ohms, unipolar impedance was 310 ohms.